Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 64 mg/dl for approximately 45 minutes after an hour-long bike ride and had not used the ilet pause insulin feature; no alerts or alarms were reported. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-management with healthcare provider¿recommended glucose intake and no medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint intake review and user education regarding exercise-related insulin management and use of the pause insulin feature. Investigation of this case revealed no device malfunction or alarm behavior and identified user-related operation during exercise as a potential contributor, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.